Event description:
In 2006, a aaa repair was made utilizing a main body endovascular stent graft and two iliac leg grafts. In 2007, a repair to a proximal type I endoleak was made with an main body extension. There was no consultation, and no reps were involved in this case.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was probably caused by migration of the device, due to anatomical changes over time.